Event description:
It was reported that after the patient received 122 shocks for oversensing on the right ventricular (rv) lead, an alert triggered for charge circuit timeout on the device. The charge time was 21.59 seconds. The device was found to be at end of life (eol). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 694965 implantable tachy lead implanted: 2006 (B)(6); product ID 407652 implantable pacing lead implanted 2006 (B)(6); product ID 419678 implantable pacing lead implanted 2011 (B)(6). (B)(4).